Manufacturer narrative:
(B)(6).

Event description:
It was reported that t2 did not deploy from the fast-fix 360 curved device. A backup device was available to complete the procedure. There was no information reported regarding whether t-1 was removed, or whether there was a delay associated with the alleged event. There was no report of patient impact.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. A review of the device history record was performed which confirmed no inconsistencies.